Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ping meter was prompting the error 5 message. The issue first began on (B) (6) 2010 at approx 3:00 to 3:30 pm. The pt developed symptoms of frequent urination half an hour following the onset of the alleged issue. The pt administered self-treatment by taking 2.7 units of insulin at 4:15 pm. No other device was used to test his blood glucose. According to the troubleshooting performed with customer service, the pt was testing with blood, the pt was using the correct testing steps, the test strips did completely draw in the sample, and the test strips were within the expiration date. The csa walked the pt through a retest and the issue was not resolved. Replacement products were sent. This complaint is being reported since the pt developed symptoms suggestive of hyperglycemia following the onset of the alleged issue and required self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.